Event description:
The pt was complaining of pain. When the surgeon looked at the x-rays, he determined that the amistem h had come loose and replaced it, along with the ball head and the double mobility acetabular liner. Ref. MFR # 3005180920-2014-00050.